Event description:
The distributor said that the pump alarmed during the night. The patient didn't know what the alarm number was. When the patient woke up later, the pump powered off. When the patient tried changing the battery, the pump would not start. There were no sounds either. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap or compartment; the battery cap was able to attach securely to the pump. The pump powers on normally with no alarms. No defects were found to the power flex, battery connections, and internal components.